Manufacturer narrative:
(B)(4). The covidien field service engineer (fse) evaluated the ventilator, and was unable to duplicate the customer reported malfunction. The unit passed all tests, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that during patient use, a ventilator experienced a severe occlusion. The patient was removed from the ventilator without harm. Although requested, it is unknown if the patient was transferred to another ventilator.